Event description:
The customer reported that a tubing had popped off causing approximately 1-2 ml of clear fluid to leak from the probe of the lh 500 hematology analyzer. The customer stated that the instrument generated no differential results on the previous day and the customer resolved the no differentials issue by performing a bleach procedure for flow cell clog error prior to the fse's (field service engineer) arrival. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. The operator stated that there was no impact to patient results as a result of the leak and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a disconnected tubing at pinch valve pv25. The fse reconnected the tubing to resolve the leak and verified repair per established procedures. Failure mode of the leak is attributed to a disconnected tubing at pinch valve pv25. (B)(4).

Event description:
The customer stated that the instrument generated no differential results on (B)(6) 2013 and the customer performed troubleshooting for the no differentials issue by performing a bleach procedure for flow cell clog error prior to the fse's (field service engineer) arrival. On the following day ((B)(6) 2013), the customer reported that a tubing had popped off causing approximately 1-2 ml of clear fluid to leak from the probe of the lh500 hematology analyzer.

Event description:
The customer stated that the instrument generated no differential results on the previous day and the customer performed troubleshooting for the "no differentials" issue by performing a bleach procedure for flow cell clog error prior to the fse's (field service engineer) arrival. On the following day ((B)(4) 2013), the customer reported that a tubing had popped off causing approximately 1-2 ml of clear fluid to leak from the probe of the lh500 hematology analyzer.